Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.

Event description:
Our client had a cemented sled prosthesis inserted on the right we enclose the surgical report and the x-rays. We enclose a copy of the implant ID. Postoperatively, our client experienced pain in her right knee after some time. However, due to the pandemic, an arthroscopy of the right knee joint was not performed until february 27, 2023 to clarify the cause of the complaints. This revealed the indication for a prosthesis change due to prosthesis failure. [Customer].

Event description:
Our client had a cemented sled prosthesis inserted on the right we enclose the surgical report and the x-rays. We enclose a copy of the implant ID. Postoperatively; our client experienced pain in her right knee after some time. However, due to the pandemic, an arthroscopy of the right knee joint was not performed until (B)(6) 2023 to clarify the cause of the complaints. This revealed the indication for a prosthesis change due to prosthesis failure.